Event description:
Revision surgery - due to the patient complaining of hip pain and feeling unstable. The surgeon took out the competitor's shell and liner along with djo's ceramic head and linear stem replacing them with lima revision parts.

Manufacturer narrative:
The reason for this revision was the "patient was complaining of hip pain and felt unstable". No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for this product complaint is a revision surgery by the surgeon to alleviate pain and to improve joint stability for the patient. No other conditions relating to this event could be determined with confidence. Information was not provided that definitively identified the type of pain, magnitude or its source. Several factors unrelated to the implant can play a role in hip pain and instability; such as loose joint from degenerative tissue and improper implant selection. There is no reported information that indicates a material, design, or manufacturing problem with this product.